Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager was not functioning properly. The field service engineer replaced the latch on the remote manager to resolve the issue. After the replacement, the customer confirmed that the repair was successful and the device was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was not working properly, the station told staff to close the door when the door was already closed. The recover storage space feature was not working either. Staff used the key to enter the refrigerator in the meantime. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.